Manufacturer narrative:
No product was returned for analysis. Two images were submitted which appeared to show an advisor hd grid paddle with damage to the pellethane tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
At the end of a persistent atrial fibrillation procedure, the tip of the catheter was noted to be broken and a wire was visible from the spline. Difficulties were noted when attempting to remove the sheath from the catheter at the end of the procedure. After several attempts to remove the device, the tip of the catheter was noted to be damaged and the wire inside one of the splines was visible.